Event description:
It was reported that during next day post-op check the atrial lead exhibited loss of sensing. A chest x-ray revealed evidence that the atrial lead had dislodged. The lead tip was down through the tricuspid valve and stimulating the ventricle. The lead was successfully revised on (B)(6) 2015.

Manufacturer narrative:
UDI (di): (B)(4).